Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support when the automated impella controller (aic) was found to have a cracked purge disc door. The aic was replaced.

Manufacturer narrative:
The investigation for the reported console (aic) purge disc/flag issues has been completed. The console was returned for evaluation. Physical inspection confirmed that the console¿s front housing was damaged near the location of the purge door release button. Data logs were not relevant to this investigation. No issues were found in the data logs. The cause of the issue was not determined since it is not known how the console was damaged. Added-d9 device return date. Added- h6 impact code 4629. D4-updated model number.